Manufacturer narrative:
(B)(4)

Event description:
The patient reported through a manufacturer representative that their "implanted device (in buttock) had moved" and that he was "receiving intermittent therapy" at the time of report. It was unknown what had led to the event. No interventions or actions were taken at the time of report and the patient was redirected to speak with their physician. It was "unknown" whether any surgical intervention was planned; it was added that any possible surgical intervention would be planned by the patient's doctor. The issue was not resolved at the time of report and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.